Manufacturer narrative:
It was reported to philips that the device failed the controls test during performance verification testing (pvt). The unit alarms "patient circuit occluded."

Manufacturer narrative:
G4: 14apr2021. B4: 19apr2021. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported that the touchscreen is faulty. The customer contacted product support and reported that the unit alarms "patient circuit occluded" whenever it is turned on and is not only doing it during pvt test 3 as the caller thought. Determined that no flow appears to be coming out of the unit, although the caller can hear it blowing inside the unit. The customer reported that the unit was not in use on a patient. The issue was discovered during pvt. Product support advised the customer to check the boot on the blower and if that is not the issue then the blower or motor controller (mc) pcb may be faulty.